Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. At this time, it cannot be determined how the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the complaint is relating to a ring of a contour h2o plate. This has mean´t that there were two remaining screws, which have failed, and the patient is facing a revision osteotomy. No further informations available at the moment. Follow-up investigation: screw broke through ring in plate. Initial surgery took place on the (B)(6) 2017. The performed procedure as a left complex biplane opening wedge osteotomy. The revision osteotomy left tibia surgery took place on the (B)(6) 2017 which was completed successfully.